Manufacturer narrative:
F10. Device code, 3191 = leaflet prolapse. H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through review of article: "sudden bioprosthetic mitral valve dysfunction years after implantation: 3 cases and review of the literature" by acta clinica belgica. 2017. Issn: 1784-3286 (print) 2295-3337 (online) journal homepage: http://www.tandfonline.com/loi/yacb20 in this case, a biological mitral edwards porcine valve was explanted after an implant duration of approx 11 years due to a massive mitral insufficiency attributed to prolapse of one of the valve leaflet. Peri-operatively, it was noted that one of the leaflets was torn apart from the prosthesis. A perimount magna mitral ease pericardial bioprosthesis was implanted in replacement. Indication for initial replacement (at the age of 76) was massive mitral valve insufficiency secondary to coronary artery disease.